Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 160 ohms. Technical services (ts) reviewed and stated that the out-of-range measurements were due to calcification and the patient had lot of variability and the impedances were high for some time now. Ts recommended further testing. This rv lead remains in service. No adverse patient effects were reported.